Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00179. Additional information received identified the patient's drg system was replaced with an scs system.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00179. The patient received two leads from lot ab2189 and two leads from lot ab2127. It was reported the patient's drg system's programmer displayed the an error code indicating multiple of th patient's leads had been turned off. Troubleshooting identified the stimulation was disabled due to low lead impedance. Follow up identified a sjm representative met with the patient but was unable to resolve the issue with reprogramming. The physician ordered x-rays and it was found all the leads had migrated. The patient reported she had experienced a fall prior to the system not working. The patient's physician suspected the fall may had contributed to the leads migrating. Surgical intervention may be taken to address the issue.